Manufacturer narrative:
Date of even has been estimated. Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported during a local congress in (B)(6) [congress of the(B)(6) society of interventional hemodynamics and cardiology-sbhci and solaci], that an unspecified whisper guide wire (gw) met resistance advancing and got stuck; therefore, it could not be used to complete the procedure. It is unknown if resistance was met with the anatomy or another device. The device was simply removed. A non-abbott guide wire was used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The UDI is unknown because the part/lot number was not provided. The device was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot numbers were not reported. Due to the limited information provided, the investigation was unable to determine a conclusive cause for the reported failure to advance or difficulty to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling.